Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that free style libre three sensor was reading extremely low readings and would alarm whole night. Customer felt sick because the sensors had displayed drastic changes in glucose levels which were high and low throughout the day after eating and while sleeping. Additionally, the customer also reported that sensors prongs were bent during application (either not going into the arm or piercing at an angle) and fell off early. Due to all these issues customer stopped using their sensor. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; but were unsuccessful. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There were 4 additional sensors reported (unknown, unknown, unknown, unknown) and they have been captured under this submission. Reference mw5180183, mw5180184, mw5180186. All pertinent information available to abbott diabetes care has been submitted.